Event description:
The customer reported the doctor found the inner side of the tube deformed during use and ventilation was severely impacted. No intervention was needed. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with a bite block. The tube is visibly kinked at the "ID 7.0" marking near the proximal end of the tube. The inner wall of the tube was collapsed. No other defects or anomalies were observed. The sample appears used as there is biological material present on the device. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube was used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the i.d. 7.0 mark near the end of the tube and between the 22 cm and 24 cm markings. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "tube deformed during use" was confirmed based upon the sample received. Visual examination of the returned sample revealed the tube is kinked near the "ID 7.0" marking near the proximal end of the tube. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% (5.25mm) the size of the inner diameter of the tube could not freely pass through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the i.d. 7.0 mark near the end of the tube and between the 22 cm and 24 cm markings. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reported the doctor found the inner side of the tube deformed during use and ventilation was severely impacted. No intervention was needed. Patient condition reported as "fine".